Event description:
Physician was prepping catheter and overtightened the hemostatic valve and stripped the hub. Device was never placed in the body.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital.